Manufacturer narrative:
Concomitant products: 0184 lead, implanted (B)(6),2011, 1158tc lead, implanted: (b)(6,2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device indicated end of service (eos) about 22 months earlier and now the charge circuit was inactive. The sensing, thresholds, and impedances were within the expected range, an electrophysiologist was consulted, and the device remains in use. No patient complications have been reported as a result of this event.